Event description:
It was reported that a mis-spike occurred when the customer connected the continuous ambulatory peritoneal dialysis (capd) uv flash disconnect cap to the uv flash transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.